Manufacturer narrative:
With concomitant medical products: 5867-3m adaptor implanted om (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which caused device classified false termination of atrial ta chycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.